Event description:
IV piggy bag (ivpb) of magnesium sulfate was hung as a secondary line using alaris smart pump. The medication was keyed in as "secondary magnesium sulfate". The infusion was started at 1100. Patient was checked again ten minutes later and the ivpb of magnesium sulfate was noted to be completely infused and the bag to be empty.